Event description:
It was alleged that a staff member was injured while using the integrated transfer board on the stretcher. Further information was not provided.

Manufacturer narrative:
Additional details of the injury and product details were not available as the customer was not willing to provide information. There was no specific product defect or malfunction alleged.

Event description:
It was alleged that a staff member was injured while using the integrated transfer board on the stretcher. Further information was not provided.